Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that undersensing was noted in the atrium. The device was reprogrammed. Far field r-wave sensing was then observed. The device was reprogrammed again. No patient complications have been reported as a result of this event.